Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that ptc was performed on the left circumflex (lcx) and left anterior descending (lad). The obtuse marginal (om) in the ostium - proximal was predilated with a 3.0 crosssail balloon. The results were good. A 3.0 x 18 tetra was placed and the 3.0 crosssail balloon was used for post dilatation. The crosssail was taken up to 6 atm; however, upon deflation, dye was noticed to be leaking from the vessel wall. A perforation occurred. Additionally, residual stenosis was noticed distal to the stent; therefore, a 3.5 tetra was used to treat the perforation and stenosis. The pt is reported to be doing fine, post procedure. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. The pt effects of perforation is addressed in the tetra's risk assessment and instructions for use (IFU) as a known potential adverse event associated with coronary stenting procedures and is not necessarily an indication of a product quality issue. Reportedly, there was no report of any device malfunction at the time of the stent implantation and the perforation was successfully treated with another tetra stent. However, a conclusive root cause for the reported pt effects, and the relationship to the device, if any, could not be determined.